Event description:
Several bd alaris filter extension tubing sets appear to have a defect. The end piece very easily disconnects from the tubing. This has happened multiple times while attempting to connect the set to the primary tubing during drug preparation- see attached picture for details.